Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during an intraocular lens (iol) implant surgery in a (B)(6) male patient, the surgeon was encountered resistance upon insertion and was left with a fractured haptic. The surgeon decided to leave iol on 6 o¿clock position. Some difficulty with centration ensued due to shallowing of the ac (anterior chamber), but after forming it with bss (balanced salt solution) and sealing the wound with suture 10-0, the iol remained centered. Day 1 post op was likewise the same, hence surgeon decided against doing an exchange. The patient earlier for his post-op check-up and the iol is centered and vision has improved. There was patient contact and no patient harm reported. Additional information was received and stated that, the surgeon was decided to leave the iol in patients eye, after checking post operation 2nd day, the iol was in centered position.

Manufacturer narrative:
The used device containing a broken haptic was returned loose in the opened carton. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. A broken haptic was observed in the nozzle, ahead of the retracted plunger. The distal haptic tip of the broken haptic was oriented toward the device nozzle tip. The remainder of the lens was not returned. All product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined. A broken haptic was observed in the device in the nozzle tip. The plunger was retracted to mid-nozzle. The plunger position in relation to the broken haptic during advancement cannot be determined. It cannot be determined based on returned product if the plunger was fully advanced. If the plunger is not fully advanced the trailing haptic may not release properly from the device. The IFU (instructions for use) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. Broken haptics may occur: if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If the device is overfilled with ovd as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event there are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).